Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly and a possible over-delivery anomaly. The customer experienced hypoglycemia during a flight with a blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The automode/smartguard was in use at the time of the event. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The pump has been exposed to altitude change. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional instructions. Mmt-1886 will be returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0877 inches. No over delivery anomalies noted during testing. Successfully downloaded history files and traces using thump and carelink. Confirmed 11.1 units of normal bolus was delivered on 07-may-2025 between 00:16:09.000 and 21:23:03.000. Pump was cut open to perform visual inspection and found moisture damage to the battery tube. The j1 connector on pcba 1 was locked properly during visual inspection. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.